Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump vibrated with a rattling during the self test due to adhesive not adhering. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, a cracked reservoir tube lip and a cracked belt clip slot.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is not vibrating. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.